Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient was not getting readings. No additional patient or event information is available. Data was provided for evaluation. The reported event of not getting readings was confirmed via data. The root cause could not be determined.